Event description:
International affiliate reported that the cord was used to close the sternum of a pt following open chest procedure. It was reported that the cord broke ten days following implantation. The doctor opined that cord breakage occurred because a sharp, loud sound was heard when the pt coughed. The sternum moved over and the separation of the sternum occurred.